Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013; during the unknown surgery on (B)(6) the guides are too tight and it is very difficult to remove the guidewire instrument from the block. It was further reported that the instrument was oiled with no effect. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument. The device was received and is currently in the evaluation process. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint. Placeholder.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the additional evaluation are as follows: the investigation of the returned instruments has shown that one of the three holes is slightly damaged (near the spike) just enough in order to enable the wire to pass through. We are not able to determine the exact cause which has led to this damage. We do suppose that too much mechanical force (during insertion / positioning of the wire) may have led to this damage. Our investigation of the positioner / aiming block shown that the hexagon socket of screw is damaged (rounded). We suppose that the hexagon socket of the tightening screw got damaged during use. Also the pressure ball is jammed. We are not able to determine the exact cause which has led to this occurrence. The device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. (B)(4).